Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date: (B)(6) 2007; ae onset date: (B)(6) 2007; ae description: at 3 month post-op visit pt. Complained of numbness since surgery on bil hands including middle, ring <(>&<)> little fingers radiates into palm. Putting arms behind head makes arms numbness <(>&<)> tingling. Pt. Reports numbness has increased approx. 3 weeks following surgery on (B)(6) 2007. Treatment: no; description: per (B)(4) 2007 study, films impression noted mild anterior subluxation of c7 on t1 secondary to bilateral facet arthropathy at this level. Minimal anterior subluxation of c4 on c5 produced in neck flexion postop visit date: (B)(6) 2008 additional treatment: ae on numbness in hands not addressed at 6 mo. Visit will follow up via phone postop visit date: (B)(6) 2008; other treatment: MRI cervical spine w and w/o contrast; additional treatment: no disk herniation, spinal canal stenosis or cord compression at fusion site c5-c7 mild degenerative facet changes c5, c6, c7. Mild broad based central and minimal right paracentral disc bulge, no cord compression postop visit date: (B)(6) 2008, additional treatment: spoke with pt. Today regarding numbness and tingling in bilat. Hands mainly middle, ring and little fingers. R adiates into palms and up to elbows. Worse when riding motorcycle 1 1/2 miles to church. Causes arms to go numb almost instantaneously. Postop visit date: (B)(6) 2008, additional comments: x-rays show some subsidence of the upper graft noted, there does not appear to be any instability. Inferior aspect of upper graft does not seem to be fully incorporated into the lower vertebral body as of yet postop visit date: (B)(6) 2008; ae onset date: (B)(6) 2008; ae description: upon review of films by dr. It was noted there was subsidence of upper graft. There does not appear to be any instability. Inferior aspect of upper graft does not seem to be fully incorporated into lower vertebral body as of yet. Treatment: no; ae outcome: pending; description: ongoing at this time.

Manufacturer narrative:
(B)(4) (numbness); (tingling). Unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-614 / lot: unknown (x4) part: 876-612 / lot: unknown (x2) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.